Event description:
In 2009, the pt reported he has had to change his insulin infusion set 5 times in the past 3 days. He stated that since two days earlier, he has had blood glucose readings from 57 mg/dl to over 300 mg/dl with his normal range being 140-170 mg/dl. He stated he bolused to treat his elevated readings and ate something to bring up his low reading. He had his infusion headset in the "front part" of his thigh, and when he removed the headset, he saw blood in the cannula. He believes he may have hit a vein in his leg which caused the blood in the cannula. He said when he bolused, it would "sting" as the insulin was administered. The pt stated his headset is currently in the back of his arm. The pt was educated that different site areas could have different absorption rates. The pt was sent courtesy infusion sets with a shorter cannula and a guide to infusion site mgmt. Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.